Event description:
It was reported that the customer experienced high blood glucose. It was stated that the insulin pump will only allow the customer to deliver a total of 10 units when he actually needed 24 units. Blood glucose value was 475 mg/dl. Customer was assisted and it was explained that the insulin pump had a max bolus of 10 units. Customer delivered a bolus while on the call with no issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.